Manufacturer narrative:
(B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the item label identified the screw being made of titanium, however, the screw was manufactured using stainless steel. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as no adverse event has been previously reported as a result of this malfunction.